Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis (B)(4) 2014 with the following findings: no power on reset events were recording in the black box to support time and date resets. Pump was exercised for 24 hours battery was removed for 6 hours , time and date reset to default. Pump was open to investigate and the internal battery was found to be leaking and unable to hold a charge. Pump booted to the verify screen with dim pink contrast.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2014.